Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-apr-2024, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 17-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. If the reason for call was patient reported they were getting the no device found message on their controller when they attempted to adjust their stimulation and the issue began yesterday. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient noted the green light was flashing above the screen and the controller was at 100% and the implant was at 50%. Pt was on group a and when they adjusted the stimulation they got the settings not available message (not no device found). The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. See previous cases for controller and recharger replacements. Pt noted their device worked perfect for their back. Additional information was received from the patient. The reason for call was patient stated they had their implanted neurostimulator reprogrammed last week and ever since they had the reprogramming, they had to keep pulling the battery out to get the controller to restart while recharging implant. Patient stated they never had this issue before and one day it did it 3 or 4 times. Patient explained that while charging implant, controller suddenly says no device found. Patient inspected the rtm and controller port; patient said they both looked good. Patient attempted to charge implant during call, recharging quality went from excellent to good tp excellent again without the pt moving. The issue was not resolved. An email was sent to the repair department to replace the recharger. The pt stated the stimulator has been helping them since they had neuropathy. Additional information was received from the patient (pt). They reported that the cause of the issue was that their device was unable to read data and could not find the stimulator requiring update. To resolve the issue, patient met with rep on (B)(6) and got reprogramming of all settings done. Pt reported that the issue has not been fully resolved and they will meet with the rep on (B)(6) to make further adjustments to program a. Pt also reported their weight. Additional information was received from the manufacturer representative (rep). At he was receiving same error message of ¿unable to provide desired intensity¿ when he tried to increase intensity. Impedance check showed 40,000 on contacts 2, 3, 8, 11,1 2,1 3, 14. Attempted to reprogram but patient kept receiving same error message on controller. There was a return of pain. Patient has follow up appt with md to discuss possible lead revision. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the patient. It was reported that the patient said the issue was resolved and it works just great. Additional information was received from the manufacturer representative (rep). It was reported that effective therapy was not able to be achieved. Patient has multiple impedances that interfere with his ability to increase intensity, patient is going to schedule an appointment with a physician who could do a lead revision. His current managing doctor does not do scs surgeries. The rep does not have a scheduled appointment date at this time.